Event description:
Complainant alleged that during the clinicians attempt to defibrillate the pt (age and gender unknown) using the device paddles, the screen displayed a "poor pad contact" message. The clinicians then successfully defibrillated the pt using electrodes with the device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.